Event description:
The physician was implanting a helex septal occluder in a 21 kg patient to close an asd (atrial septal defect). A 25 mm device was implanted in the defect. On 24 hour follow-up, the occluder had embolized to the ascending aorta. The same day, 2007, the device was removed with retrieval forceps in a transcatheter procedure. A competitor device was implanted, and the patient was doing well following the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.